Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; error code e315 was evident when the scope was plugged into the stack system. The plug body was disassembled, fluid ingress was evident within the plug body, this resulted in triggering both pink moisture indicators, and remnant fluid droplets where also present. Quality trend analysis has shown that fluid inside the plug body can result in intermittent image issues temporarily affecting the video image and other electrical functionality. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus process engineer reported (on behalf of the customer) that while using the evis lucera elite colonovideoscope, there was an e315 scope error. The issue occurred during preparation for use, and the procedure was completed with the same set of equipment. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector from the venting connector. However, it was not possible to specify the cause of the water invasion of scope connector. The instructions for use (IFU) (reprocessing manual) warns that water may enter scope connector if leakage test is not performed in accordance with IFU as follows: " 5.4 leakage testing of the endoscope caution ¿ when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ¿ do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. ¿ detach the leakage tester from the maintenance unit (mu-1) before detaching the leakage tester from the endoscope. If the leakage tester is detached from the endoscope before detaching the leakage tester from the maintenance unit, the air pressure inside the endoscope will not vent properly. This may damage the endoscope." Olympus will continue to monitor field performance for this device.